Event description:
It was reported that the physician had a lot of difficulty advancing the fluency into position, and with more than 3 attempts in advancement and withdrawal the outer catheter shaft split exposing the spring coil shaft.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing, and inspection of this product, and the product was found to have met all specifications prior to shipment. The sample was returned and evaluated. The safety clip was missing upon receipt of the sample. The tuohy borst adapter was opened and the 2-way stop cock was closed. The stent was partly released 15mm. The outer sheath is torn off at the catheter reinforcement and elongated in that area. The complaint is confirmed. The condition of sample leads to conclude that the system was exposed to high friction forces during advancement in the vessel, finally resulting in the described deployment difficulties and the fracture of the outer sheath. However, based on the eval of the sample and the info provided, the exact root cause for the damage to the product could not be determined. The application represents off-label use. The fluency plus tracheobronchial stent graft is indicated for the treatment of tracheobronchial strictures. The safety and effectiveness of this device for the treatment of aneurysms has not been established.